Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
The device was received from bd service depot with a report of "smoked / burning smell issue with device". Although requested there was no additional event detail and additional products provided by the customer at this time.

Manufacturer narrative:
The customer¿s complaint of a device exhibiting smoke/burning smell was confirmed after a physical inspection of the iuis identified melted plastic. Based on the investigation, it is suspected that the thermal damage noted on the devices female iui was collateral damage resulting from a short circuit event on a different device than the one received. Results from a log analysis identified the last recorded infusion programmed on (B)(6) 2019, infusing between 8:16 pm and 10:00 pm with no evidence of an failure occurring at that time. An inspection of the iui connectors identified thermal damage on the female iui pins 1 and 2 of the device. Est results from observed the following: o iui resistance testing showed returned device female iui with no electrical short between thermally damaged pins 1 (gnd) and 2 (+8v), measuring infinite resistance. The root cause of the device exhibiting smoke/burning was not determined.

Event description:
The device was received from bd service depot with a report of "smoked/burning smell issue with device". Although requested there was no additional event details and additional products provided by the customer at this time. It was later reported by biomed that the device was smoking and sparking upon start up, and that there was no patient involvement. The device was inspected and showed no signs of sparking or a burning smell; they decided to send it in for further investigation.